Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample to analyze this complaint. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.395 kgf (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum) reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. On the other hand, we have checked the needle of the sample received and the aspect of this needle is the current and usual one. The needle of this sample is tested for needle puncture strength and the result fulfils the specifications. The average penetration result is 0.302n. This result is lower than the specification of penetration for this needle (<0.360 n). The complained needle has better penetration performance. Reviewed the batch manufacturing record, this needle had a normal process and the results during the process fulfil the specifications. The average penetration result before releasing the product was 0.295n (punction strength specification: <0.360 n). Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. The needle was blunt and it was difficult to create a puncture, and the needle and the suture detached easily. Additional information has been requested. Patient data is not available. This report refers to the blunt needle. Associated medwatches: 3003639970-2019-00077.